Event description:
(B)(4). Event occurred in the united states. The patient had infusion set detachments and found it when woke up and was getting dressed, the line was no longer connected to the body infusion set. At the time of incident, the blood glucose level was 352 mg/dl. The patient reported infusion set tubing came apart. The infusion set detached from the quick release/site connector. The site location was abdomen. Reportedly, the patient was using the infusions for 2 days. The pump was kept in pocket on side of the site. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump wasn't dropped with the set connected to the body. The patient was not sure whether there was any stress or pull on the tubing. No further information available.